Event description:
It was reported that prior to starting a da vinci s surgical procedure, the cable on the megasuturecut needledriver instrument was noted to be broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found frayed at the distal and proximal clevis. The frayed strands were sticking out at the wrist and the distal idler pulley was damage. A small dent found on the edge of the pulley may have likely caused the cable to fray. The other cables at the wrist were not damaged. Engineering evaluation also found several indentations on both blades of the instrument. Engineering concluded that the damage to the blades was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.